Event description:
It was reported that the patient was found deceased by their family at night on (b)(6) 2026. Log Files were sent for review. The Event Log File contained various associated with a loss of all power event. The patient appeared to have connected to a charged batteries on (b)(6) 2026 at ~10:35AM and depleted the Batteries into Low Voltage states on (b)(6) 2026. The onset of Low Voltage alarms occurred on (b)(6) 2026 at ~6:07AM. The onset of Low Battery Hazard alarms occurred at 8:54AM. The onset of loss of external power which enabled the Backup Battery (EBB) occurred at approximately 9:29AM. At 11:41AM on (b)(6) 2026 the depleted EBB caused the Pump Rotor to stop. The Controller shut down a few minutes later. After an unknown amount of time external power was restored without a Pump connected with Controller Clock Corrupt alarms active. The Controller clock was synched on (b)(6) 2026 10:42AM. It was noted that the patient appeared to have started sleeping on Battery power on (b)(6) 2026 and depleting Batteries into low voltages states. There were no unusual Rotor faults, Pump temperature, or any abnormal Pump faults seen in the Log File. Based on the data visible to us in the Log File the mechanical circulatory support (MCS) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
A-4. Patient Information not provided by customerNo further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.